Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a farapulse procedure, a faradrive sheath was selected for use.there was no effusion prior to procedure. The physician was pulling the faradrive sheath and versacross connect dilator back from the superior vena cava (svc). The physician felt the whole system whip/snap and believed that this may have caused the effusion. The ensite mapping system crashed before the transeptal was done but after it was fixed, the physician put intracardiac echocardiography (ice) up and then noticed the effusion. The physician watched the patient. The patient remained stable and expected to fully recover. The equipment was prepped appropriately and functioned as they should. I wasn't mentioned any difficulties with anatomy but I was told by the physician when he went to drop down onto the fossa he felt the faradrive move abruptly. No heparin was given so not act was drawn yet. The patient stayed over night for observation and was discharged as planned. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the pericardial effusion is a known inherent risk of use of this device. Device history record review: a ship history was performed in sap in an attempt to determine the most probable lot number used in the procedure. The sap ID provided in the complaint did not return any lot history information for upn #41m401, 41m402, 41m404, m004pf21m402, or m004pfce21m402. An open-ended search on the health care facility name was performed, and an additional search was conducted on sap ids matching the zip code and health care facility name on the same upns. This search did not yield any results for shipment to the health care facility from bsc directly. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the faradrive device confirmed that the events of pericardial effusion are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion: the cause of difficulty to position the customer experienced with the sheath was not able to be determined, as the device has not been returned to bsc for analysis at this time. At this point, it can be concluded that unknown factors most probably contributed to the event. Based on the information provided, the reported event of pericardial effusion is a known inherent risk of the faradrive device. Pericardial effusion is an expected procedural complication addressed within the IFU for the faradrive . There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred. The procedure was cancelled. During a farapulse procedure, a faradrive sheath was selected for use. There was no effusion prior to procedure. The physician was pulling the faradrive sheath and versacross connect dilator back from the superior vena cava (svc). The physician felt the whole system whip/snap and believed that this may have caused the effusion. The ensite mapping system crashed before the transeptal was done but after it was fixed, the physician put intracardiac echocardiography (ice) up and then noticed the effusion. The physician watched the patient. The patient remained stable and expected to fully recover. The equipment was prepped appropriately and functioned as they should. I wasn't mentioned any difficulties with anatomy but I was told by the physician when he went to drop down onto the fossa, he felt the faradrive move abruptly. No heparin was given so not act was drawn yet. The patient stayed over night for observation and was discharged as planned. The device is not expected to be returned for analysis (disposed).